Event description:
Pt underwent laminectomy and untethering of spinal cord and was readmitted to the hospital and underwent a second procedure lumbar fluid collection and irrigation. Bioglue was used for the first procedure. At the time of the second procedure, the or note comments a cloudy yellowish fluid suggestive of pus and pieces of bioglue found floating. Cultures of the lumbar wound were negative.